Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation of the implantable defibrillator, the device was in backup mode. The device was restored to normal function. The patient would be followed normally.